Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center has no endoscopic image on the monitor. The issue occurred during preparation for use for a diagnostic endoscopy. The procedure was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint of no endoscopic image on the monitor was confirmed. In addition, the following reportable malfunctions were found during the device evaluation: front panel switches did not work and cooling fan did not work. Based on the results of the investigation, it is likely due to faulty main board the endoscope image was not displayed and front panel switches did not work. Whereas the cooling fan malfunction occurred due to faulty fan. However, a definite root cause could not be determined. Olympus will continue to monitor field performance for this device.